Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an ¿electrical reset¿ alert upon interrogation of the device. It was noted that the data had to be cleared to interrogate the device and the settings were not changed. Battery voltage was fine, but the battery longevity status bar was gray and initializing. It was also noted that the power on reset (por) was due to a firmware-initiated memory test, which would indicate a flipped bit. The device remains in use. No patient complications have been reported as a result of this event.